Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address-(B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an inspection by staff at the hospital, power cable of cardiosave intra-aortic balloon pump (iabp) would't go back in. There was no patient involvement.

Manufacturer narrative:
The complaint record is being cancelled, after further investigation, it was identified that provided information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional information is received, the complaint will be reopened and updated accordingly. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
N/a.

Manufacturer narrative:
Corrected field: h11. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.